Event description:
Pt presented three days post procedure with chest pain. On 5/1 pt underwent stenting of the diagonal & angioplasty of the left anterior descending. Angiography revealed a restenosis & small dissection of the inferior wall of the left anterior descending. A 0.014 all star wire was advanced across the stent. A 3.0 balloon was passed over the wire. The balloon wouldn't negotiate the stent & it was brought back. The wire snared & strutted the stent. It couldn't be withdrawn. Multiple attempts were made to remove the wire resulting in breakage of the wire. The distal tip of the wire remained. Surgical intervention was successful in retrieving the stent & retained guidewire.